Event description:
Device returned to MFR with report of "infection unknown - culture not back". Follow up with hcp revealed that the onset of the infection occurred in 2001 with incisional wound opening and pocket erosion. The primary site of the infection was the device pocket. Cultures obtained of the device pocket and cerebral spinal fluid were positive for staph, enterococcus and morganella. The pt was treated with total system explant and IV antibiotics. The infection resolved. Reporting drug withdrawal symptoms included "increased tone, arching with airway obstruction, and increased temperature". Follow up inquiry revealed the pt experienced increased muscle tone with arching sufficient to reduce oxygen sat's. Pt was treated with enteral valium and baclofen with "some results". Pt was unable to take food and fluids easily due to spasticity. Also postop, pt experienced "temperature spikes" of unclear origin - possibly due to aspiration and wound infections. Pt expired on the following month due to cause "not related to the pump". Pt risk factors included decubitus ulcers and malnutrition.